Event description:
During surgery and reposition of a mandibular fracture, the surgeon implanted a 2.3mm leibinger fracture plate and 2.0mm universal screws in different length. One of the 2.0mm screw broke during insertion - distal from the screw-head. The surgeon decided to leave the remaining part of the screw in the bone.

Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw broke due to torsional overload during the insertion. Indication for material or manufacturing related problems were not found in this investigation.